Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach to treat arteriovenous malformation (avm) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip was deployed but it was unable to release from the catheter. The catheter was stuck and locked in place. The team had to open and close the handle while carefully pulling the clip off the tissue while the gi technician adjusted the handle. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.